Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 3000 (concentration) at 472.5 mcg (dose) and morphine 50 mg/ml at 7.876 mg (dose) via an implantable pump for unknown indications for use. It was reported that an audible alarm generated from her pump every 10 minutes. The patient reported that her personal therapy manager (ptm) said that she had an empty reservoir, hence the alarm. The patient saw her hcp for a refill soon after, but upon aspiration, there was a significant amount of medication still in the pump (precise amount unknown but asked). At a later refill appointment, a rep was present and the residual volume was accurate to what the clinician tablet reported. The patient reported that she sometimes rests her phone over the top of her implant, but no other external issues. Diagnostics/troubleshooting performed included logs being run at the later refill appointment ((B)(6) 2024) and there was indeed a critical alarm on (B)(6) 2023 that followed a low reservoir alarm non-critical alarm on (B)(6) 2023. No interventions were taken at the time. The issue was resolved and the patient's status was "alive-no injury". The patient was advised to keep other electronic devices away from the implanted pump so as to not induce a pump stall. The patient did not report any increased symptoms or issues related to the event. A surgical intervention did not occur and was not planned. The patient's weight was provided and medical history was asked but would not be made available. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the model number of the tablet was the ct900d. The rep further reported that because these models were wiped at the end of february, they were unable to obtain the app version number. The cause of the low reservoir alarm had not been determined yet. The rep also stated that the information for the refill that occurred in december was not available to them. It was reported that the nurse practitioner (np) who performed the refill did not dictate the discrepancies.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.